Event description:
It was reported that the lead exhibited capture and sensing anomalies due to a fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded and exposed the proximal coil which could have caused the reported anomalies. Abrasions are indicative of exposure to constant friction with another implantable device.